Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a post-operative wound infection with pain, cramping, and muscle spasms. The patient was treated with antibiotics. To address the issue, the patient underwent surgical intervention on (B)(6) 2024 to explant both leads (related manufacturer reference number: 1627487-2024-09824).

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.